Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer encountered intermittent drifting issues on the universal surgical manipulator 4 (usm4). The customer noted it occurred more with longer cannulas and sometimes affects the remote center. The procedure was completed with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The field service engineer contacted the customer and confirmed that there had been no further drifting issues from the universal surgical manipulator 4 since the reported event. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved. The probable root cause cannot be determined based on the information provided and phone support details. The phone support details did not reveal any issues related to the customer reported event.